Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reload the same cartridge ensuring the screen does not time-out during the change sequence, but was unsuccessful due to an air bubble. The customer decided to go home to change the cartridge and planned to call back if the issue persisted.